Manufacturer narrative:
Upon receipt, a medial fragment of the lead was received for analysis. The fragmentation state of the lead most likely resulted from the surgery. The analysis revealed a stretched inner conductor coil, which most likely resulted from the extraction procedure due to tensile stress. Further inspection of the returned lead fragment did not show deviations that might have led to clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was partially explanted due to fracture. Part of lead remains in patient at this time. Should additional information be received, this file will be updated.